Manufacturer narrative:
Submit date: 11/17/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a light glove. The customer reports that the device tore off during set up. There was a rupture of asepsis. The patient is now in hyperthermia. Per additional information received on (B)(6) 2016 the customer states that the light glove has split during the procedure and that the outcome was sepsis of the patient. Customer also stated that the nurses have inspected the light glove prior to use; however, the tear appeared during the procedure.